Event description:
The customer contacted beckman coulter inc. (Bec) in regards to reporting erroneous beta - human chorionic gonadotropin (bhcg) results generated on two unicel dxi 800 access immunoassay systems (s/n (B)(4)) over the period of (B)(6) 2010 to (B)(6) 2011. The customer reported the results out of the laboratory. This report documents the results generated on (B)(6) 2011 using the dxi instrument s/n (B)(4) for two (2) patients' samples. It is unknown whether there was patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The customer did not provide: reagent lot number, patient demographic, sample collection data, system check date, qc data. Per service history, the customer did not report assay or hardware issues at the time of the event. Root cause can not be determined for this event. Below is a total list of the mdrs that are being reported on different dates and instruments at this customer site for this event: 2122870-2011-05958, 2122870-2011-05959, 2122870-2011-05962, 2122870-2011-05963, 2122870-2011-05964, 2122870-2011-05966, 2122870-2011-05956, 2122870-2011-05968, 2122870-2011-05955, 2122870-2011-05954, 2122870-2011-05960, 2122870-2011-05961, 2122870-2011-05965, 2122870-2011-05967.